Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2025, a 25mm navitor vision valve was successfully implanted a patient using a small flexnav delivery system. A pre-implant balloon aortic valvuloplasty was performed using an 20mm non-abbott device. The length of the membranous septum is 2.1mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 7.54mm. On (B)(6) 2025, it's noted that the patient began to suffer renal failure. The patient had increasing creatinine values post-procedure. The patient was hospitalized for monitoring of condition. On (B)(6) 2025, an electrocardiogram detected an onset of a new left bundle branch block that progressed to a first-degree heart block. On (B)(6) 2025, it was noted that the patient had elevated levels of troponin. On (B)(6) 2025, the decision was made to implant a permanent pacemaker. The cause of the patient's renal failure and elevated troponin are considered acceptable possibilities after cardiac intervention/procedure. The patient was discharged at the time of report.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. An event of heart block and renal failure was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause for the reported events could not be conclusively determined. It is possible that patient condition (calcification) and/or procedural conditions (implant depth) contributed to this event. However, this cannot be confirmed. The reported surgery was the result of case-specific circumstances, as a permanent pacemaker was implanted.